Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) emitted audible tones and a battery depletion alert was found. It was determined that this device exhibited premature battery depletion. Data has been sent to technical services for a replacement window and the patient is being prepared for a device replacement procedure in the future. At this time, this device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Additional information was added to the following fields: b1: adverse event/product problem. B2: outcome attributed to adverse event. B5: describe event or problem field. D6b: explant date. H1: type of reportable event. H6: impact codes.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) emitted audible tones and a battery depletion alert was found. It was determined that this device exhibited premature battery depletion. Data has been sent to technical services for a replacement window and the patient is being prepared for a device replacement procedure in the future. At this time, this device remains in service. No adverse patient effects were reported. Additional information was received detailing that this device was explanted and replaced. This device was disposed of; therefore, it is not expected to be returned. No further adverse patient effects were reported.